Manufacturer narrative:
The reported event of ¿lumen did not allow the stylet to pass through¿ was confirmed. A stylet could not be fully inserted inside the lead due to bunched up / stretched inner coil inside the connector region. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the left ventricular (lv) lead was successfully placed but needed to be removed to re-position the sheath. While re-positioning the lv lead, the physician was unable to advance the stylet into the lead. A different lv was used and successfully implanted. The patient was stable throughout.